Event description:
Procedure: whipple. Pt sex: unk. Reportedly, when the device was fired across the stomach, the staples were not formed properly and the stomach mucosa was exposed. To fix this, the surgeon resected the staple line and hand sutured with a laparoscopic suturing device. There was no excessive tissue loss, no extension of the incision, and the surgery time was not extended. The pt is good.